Event description:
A 28mm diameter x 16 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of abdominal aortic aneurysm in a pt in 2001. It is reported that the abdominal aortic aneurysm measured 9cm. There was moderate vessel tortuosity but the aneurysm morphology is unknown. It was reported that a follow-up CT scan revealed a proximal endoleak and that the bifurcated stent graft was "crimped" (in-folded). It was suggested to the physician to dilate the stent graft with a large angioplasty balloon. The physician dilated the stent graft but the CT scan demonstrated the aortic neck remained in-folded and the proximal endoleak was still present. A case eval and film interpretation by an outside independent physician reported that a CT scan performed demonstrated an abnormal configuration (in-folding) of the proximal graft with a type I endoleak. In-fold was treated with an angioplasty of the proximal stent graft with a 28mm angioplasty balloon. An anterior/posterior arteriography following the procedure did not clearly demonstrate an endoleak, and a non-contrast CT scan was performed without resolution of the in-folding of the graft. The abdominal aortic aneurysm measured greater than 8cm in its greatest dimension. The preoperative CT scan showed a moderately angulated proximal neck that was 23mm in diameter and 18mm in length with 14mm common iliac arteries bilaterally. The analyzing physician stated that oversizing of the graft might have resulted in the in-folding of the graft. A 26mm graft may have been more appropriate for the case. The physician concluded that it would have been helpful to get a CT scan following the angioplasty to determine whether an endoleak was present and with the large size of the abdominal aortic aneurysm, poor proximal fixation, and probable continued endoleak it was believed that surgical conversion was in the pt's best interest. No clinical sequelae were reported and no add'l info is available at this time.